Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the caps in the bd¿ luer-lock syringe tip cap tray didn't fit the syringes well and caused leaked to occur during the centrifugation. The following information was provided by the initial reporter: "I come to find out that the bd brand caps are also used on lipo procedures when a centrifuge is used. When the caps are placed, they don¿t fit well that it¿s caused spillage when the centrifuge is used".

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the caps in the bd¿ luer-lock syringe tip cap tray didn't fit the syringes well and caused leaked to occur during the centrifugation. The following information was provided by the initial reporter: "I come to find out that the bd brand caps are also used on lipo procedures when a centrifuge is used. When the caps are placed, they don¿t fit well that it¿s caused spillage when the centrifuge is used."